Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) reported that he had disconnected, but did not use a flexicap on the patient line, and alarmed occurred. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm and advised to contact the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 alarm was confirmed, because the patient stated that he had disconnected and did not use a flexicap on patient line and alarmed occurred. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.